Manufacturer narrative:
Pending evaluation. Concomitant medical devices: 320-42-03, 4978230, humeral liner 42mm +2.5; 320-15-05, 5389164, glenosphere locking screw; 320-20-00, 5182372, reverse torque defining screw kit.

Event description:
Revision due to instability. High level of activity, including freestyle swimming 2 weeks prior to this surgery, axillary nerve palsy followed by dislocation.

Manufacturer narrative:
The revision reported was likely the result of patient conditions followed by dislocation. The event reported was a revision due to patient conditions. Therefore, a review of the DHR and/or sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Neurologic injury or neuropathy resulting in transient or permanent weakness, pain, and/or numbness is listed under the device specific risks section of the equinoxe shoulder system IFU # 700-096-082 rev g. Contraindications include, but are not limited to, patient¿s age, weight, or activity level, which may cause early failure of the system.